Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely depressed carbon dioxide (co2) result was obtained on dimension vista 1500 instrument. Quality controls recovered within acceptable ranges before the discordant result was obtained. The customer ran a precision study on co2 using quality controls and the precision study recovered within acceptable limits. A siemens customer service engineer (cse) was dispatched to the customer's site and performed service method testing (smt). The cse replaced reagent 3 (r3) and sample 2 (s2) mixers, performed an alignment. To confirm proper operation, the cse ran precision test using patient samples and quality controls on the instrument. The results recovered acceptably. Inadequate sample mixing due to the s2 mixer potentially contributed to the discordant, falsely depressed co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument. The repeat result was higher than the discordant result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.